Event description:
Patient was at home and stated his pump alarmed and stopped so he changed his controller and his pump did not restart. He changed himself back to the original controller he was on and his pump still did not start. He called 911 and came to ER. ER staff called the vad coordinator and it was advised to disconnect his controllers since the pump had been off for over an hour. The patient was transferred to ICU then emergently taken to operating room to exchange his pump.